Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 60 reperfusion catheter (ace60). During the procedure, the physician was able to insert a non-penumbra microcatheter into the ace60 on the back table. The physician then placed the ace60 inside the patient; however, while attempting to insert the same microcatheter into the ace60, the physician experienced resistance approximately a few centimeters from the distal tip of the ace60. Therefore, the ace60 was removed and was found to be ovalized. The procedure was completed using a new ace60 and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the ace60 had bends approximately 39.0, 60.0 and 67.0 cm from the hub. The device was ovalized approximately 106.5 ¿ 107.0 cm, 109.5 cm, 110.0 ¿ 111.5 cm, 112.5 ¿ 113.0 cm, 114.0 ¿ 115.0 cm, 118.5 cm, and from 128.0 ¿ 128.5 cm from the hub. Conclusions: evaluation of the returned ace60 confirmed the inability to advance out of the distal tip of the ace68. Multiple ovalizations were observed along the distal shaft. This type of damage typically occurs if the peel-away sheath packaged with the ace60 is not properly utilized. If the ace60 is ovalized, resistance may be experienced while advancing a device through the ace60. During functional testing, a mandrel was unable to advance through the ace60 due to the ovalizations. Further evaluation revealed bends along the device. These bends were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.